Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings ") and alopecia ("loss my hair") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered alopecia, back pain, depression, mood swings and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings "), alopecia ("loss my hair") and abdominal pain ("pain when you cough") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered abdominal pain, alopecia, back pain, depression, mood swings and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, pain abdominal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-pain abdominal, reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings "), alopecia ("loss my hair") and abdominal pain ("pain when you cough") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered abdominal pain, alopecia, back pain, depression, mood swings and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, pain abdominal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.